Manufacturer narrative:
(B)(4). Reported event was considered confirmed as medical records stated that the screw fractured. The x-ray could not be used as it was of low quality. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient underwent a left revision appoximately 2 years ago, while the initial sugery was about 7 years ago.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 115396, comp rvs cntrl 6.5x30mm st/rst, lot # 448280, catalog #: 180556, comp lk scr 3.5hex 4.75x45 st, lot # 938460, catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 278030, catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 084360, catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 047030, catalog #: 115320, comp rvrs shldr glnsp std 41mm, lot # 162220, catalog #: ep-115397, e1 44-41 std +3 hmrl brg, lot # 702990, catalog #: 115370, comp rvs tray co 44mm, lot # 905390, catalog #: 113647, comp primary stem 7mm std, lot # 900310. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04247, 0001825034-2019-04248, 0001825034-2019-04249. Remains implanted.

Event description:
It was reported that the patient underwent a left revision comprehensive reverse total shoulder approximately. Subsequently, about seven one year (1) seven (7) months experienced sharp pain which lasted for seconds and was improved. X-ray showed that there was a fractured inferior screw. The plan is to manage conservatively. No additional information was provided.